Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number ((B)(4)). The effective site registration number is (B)(4).

Event description:
Additional information received indicated that the cause of death reported was a gunshot wound to the head.

Manufacturer narrative:
Concomitant medical products: unknown tvt was placed in 2004.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced vaginal pain and tenderness. It was also reported that the plaintiff experienced pelvic hematoma, mesh erosion, inflammation and mesh exposure. Furthermore, it was reported that the plaintiff died. No cause of death was reported.